Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with cracked case at the display window corners, minor scratches on the lcd window and cracked reservoir tube lip. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and is unable to clear the alarm. Customer indicated there may have been possible moisture on his body from sweat prior to the incident. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed for button error however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.